Event description:
Dealer states pivot links are bent, right top crossbace is bent and the seat rail goes inward. Dealer said the left crossbrace may be bent. No injury.

Manufacturer narrative:
(B)(4) issued MFR report 9616091-2012-00460 indicating the brand name as mechanical, walker, rollator and the common device name as 890.3825. The correct brand name is mechanical (manual) wheelchair and the correct common device name is 890.3850. (B)(4) no RMA has been initiated for this issue. Model trsx5, serial number/date (B)(4) is approximately 1 year old. The owner's manual part number 1110550, rev.g (feb-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. No further information was received on the consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
Dealer states pivot links are bent, right top crossbace is bent and the seat rail goes inward. Dealer said the left crossbrace may be bent. No injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model trsx5, serial number/date (B)(4) is approximately 1 year old. The owner's manual part number 1110550, rev.g (feb-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. No further information was received on the consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.